Event description:
It was reported that a cadd-legacy® plus pump was over delivering. No injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. Indications from the event history log showed the user performed one volume accuracy test. Delivery accuracy testing performed during investigation could not confirm the reported issue. The pump performed within specification.